Event description:
A (B)(6) year old male was treated with focal rfa for a diagnosis of barrett's esophagus containing high-grade dysplasia. The first 12 days after treatment were uneventful. At day 12, the pt experienced hematemesis and syncope. He was endoscoped and found to have an ulceration in the distal esophagus with a visible vessel. Injected and cauterized successfully. He received 3 units of packed red blood cells during admission. The physician reported that the pt was on aspirin, clopidogrel and fish oil before and after ablation therapy, and that this drug combination was never halted as per the labeling. The pt has had no further episodes of bleeding. According to the product labeling, anti-platelet agents should be stopped 7 days before and after therapy. Failure to do so likely contributed to the bleeding episode reported in this MDR. From the product label: "failure to discontinue platelet inhibiting agents (i.e., aspirin, clopidogrel, non-steroidal anti-inflammatory agents) and anti-thrombotic agents (i.e., heparin, warfarin) 7 days before and after treatment may lead to higher rates of intra and post-treatment bleeding, and may possibly lead to transfusion therapy, endoscopic therapy for hemostasis, surgery, or even death."